Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012762104); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a fluoroscopy check confirmed that the valve was loaded adequately; however, the non-medtronic guidewire was unable to advance through the delivery catheter system (dcs). Subsequently, the existing valve was loaded into a new dcs. A fluoroscopy check was performed, which revealed the valve was loaded adequately; however, the non-medtronic guidewire was again unable to advance through the dcs. A new dcs, compression loading system (cls), and valve were opened and loaded adequately. The valve was then successfully implanted at 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). It was noted a 5-7 minute procedural delay occurred in result of the event. No patient complications have been reported as a result of this event.